Manufacturer narrative:
UDI number = (B)(4).

Event description:
The initial reporter stated they received questionable results for seven samples collected from the same patient and tested with the elecsys tsh assay on a cobas 8000 e 801 module. No units of measure were provided. The result measured on the e 801 analyzer did not match the patient's clinical picture. On (B)(6) 2020, the first sample resulted in a tsh value of 21 on the e 801 analyzer. On (B)(6) 2020, the second sample resulted in a tsh value of 26.7 on the e 801 analyzer. On (B)(6) 2020, the third sample resulted in a tsh value of 35.1 on the e 801 analyzer. On (B)(6) 2020, the fourth sample resulted in a tsh value of 39.9 on the e 801 analyzer. On (B)(6) 2020, the fifth sample resulted in a tsh value of 36.7 on the e 801 analyzer. On (B)(6) 2020, the sixth sample resulted in a tsh value of 25.8 on the e 801 analyzer. On (B)(6) 2021, the seventh sample resulted in a tsh value of 29 on the e 801 analyzer. The sample was repeated on a centaur analyzer, resulting in a value of 2.22. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
Section d4, lot number was updated. Calibration signals were ok and controls were ok. Based on the information provided, a general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined. No sample was available for investigation.